Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery during blocking the titanium elastic nail (ten) the inserter broke. No surgical delay is reported. No information available about patient condition and outcome. This complaint involves 1 part. Concomitant reported part: 1x unknown ten. This report is 1 of 1 for (B)(4).